Event description:
The consumer reported that their expertclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event: event date is approximate.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint was a failed shaft press fit.